Event description:
Boston scientific crm received information that four days post implant the right ventricular (rv) lead impedance measurement and the r wave amplitude had both decreased. The patient reported feeling a jumping in his heart, which happens at the same time as the ventricular pace. However, there was no ventricular capture. A lead revision procedure was performed, where an rv lead perforation was found to have occurred. The rv lead was successfully repositioned closer to the septal wall. No additional adverse patient effects were reported. At this time the product remains in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.